Manufacturer narrative:
There was no remaining sample available for further investigations. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Medwatch field lot number: asku, 507838, 473372, 476059. Medwatch field expiration date: asku, 31-oct-2021, 31-may-2021, 31-aug-2021. Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys ft3 iii on the customer's cobas 8000 e 801 module and other roche systems used for investigation. The values measured at the customer site were reported outside of the laboratory to a physician. Refer to the attachment for all patient data. The samples were initially tested on the customer's e 801 analyzer on 08-apr-2021. The first patient sample was repeated on a siemens centaur analyzer. Both samples were provided for investigation, where they were tested on a cobas e 411 immunoassay analyzer on 13-apr-2021. During investigations, the first sample was also repeated on a second e 801 analyzer on 12-apr-2021 and on a cobas 8000 e 602 module on 13-apr-2021. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 473372, with an expiration date of 31-may-2021 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 476059, with an expiration date of 31-aug-2021 was used on this analyzer.